Event description:
It was reported that the patient experienced a revision on (B)(6) 2023, the patient was having pocket soreness after a fall. The battery site was revised and to prevent future surgery risks the patient and physician opted to have battery swapped then. Replacement completed, effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.